Manufacturer narrative:
H.10: based on follow up communications, the heater cooler systems 3t is use at the time of the surgery was 16s10694 and heater cooler systems 1t were 16s280, 16s1662, 16s278, 16s1846 and 16s1845. It was stated that it is not known which device was used during the relevant surgery. None of the devices used at the time is currently in operation. Reportedly, in 2013, cleaning and disinfection took place in accordance with the manufacturer's instructions valid at the time. It was also reported that the devices were positioned within the operation theatre with the air outlet directed away from the surgery field. The distance between the device and the surgery field was estimated to be three (3) meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report stating that in 2013 a patient underwent an operation using a hypothermic device from the manufacturer sorin. It is unknown if the device was a 1t or a 3t system. Livanova received knowledge that the (B)(6) provided evidence of m. Chimaera in the patient as part of the diagnosis there in (B)(6) 2020.